Event description:
Patient was undergoing an operative hysteroscopy and endometrial ablation. The surgeon was using a boston scientific pro surg-signature series 3mm roller ball 26 fr., ref #880-216. While using the scope and the roller ball, the surgeon noticed a foreign body floating freely inside the vaginal vault, which appeared to be a very tiny letter "n". The circulating nurse compared the original roller ball with a new one that was used to complete the procedure and found several letters present on the new one that was missing from the original roller ball used at the start of the procedure. The surgeon believed that the roller ball used during the procedure was the source of the floating letter "n" that he observed in the vaginal vault. It is not known if the letter was irrigated out of the patient prior to the end of the procedure but the surgeon was not concerned, as he believed it would come out when the patient's uterine lining sloughed off during menstruation.======================manufacturer response for roller ball, pro surg - signature series (per site reporter).